Event description:
Prior to surgery the motor drive unit was plugged in to the control unit and left idle. It was reported that approximately 10 minutes later, the surgeon went to use the device and it was very hot and surgeon could not use it.